Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. The upstream thermistor calibration readings were found to be out of specification. A review of the event history log revealed multiple 'system error 345' messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the upstream thermistor. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.